Event description:
It was reported that during a laparoscopic gastric bypass, after stapling, the tissue fell out of the jaws before the jaws were opened. In the middle part of the reload, the staples did not fire. The staples that did not deploy were not on the tissue being stapled. The staple line was complete on the tissue requiring the staples. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.